Event description:
It was reported that during a procedure, an intellanav stablepoint catheter was selected for use. During the procedure the catheter's curve would bend on the proximal side, which would take a long time to bring the tip of the catheter to the target site. There were concerns regarding the cauterization effect due to the fixation of the catheter. There was a complaint that a sufficient therapeutic effect cannot be obtained unless the bending is smaller on the distal side. The device was changed to a different model. It was noted that after the replacement there was a remarkable potential decrease, and a therapeutic effect was observed. The procedure was completed. No patient complications were reported. This catheter is not expected to be returned for laboratory analysis since it was discarded at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.